Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the blood glucose (bg) values that reached over 250 mg/dl and was taken to the hospital by ambulance. For treatment, the patient was reported to have received insulin. The patient wore the pod between 4 and 24 hours on the abdomen.